Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited noise that corresponded to MRI procedures. No intervention was performed. The patient would continue to be monitored with routine follow up.